Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and device rupture.

Event description:
Healthcare professional reported left side "implant with peri-implant liquid","findings compatible with rupture of the internal capsule of the left implant","mastitis due to silicone leakage." Healthcare professional also reported "substitution fibro-adipose tissue in both breasts, with fat nodules in the outer quadrants." This event is not device related. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified a device with opening. Device labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side "implant with peri-implant liquid","findings compatible with rupture of the internal capsule of the left implant","mastitis due to silicone leakage." Healthcare professional also reported "substitution fibro-adipose tissue in both breasts, with fat nodules in the outer quadrants." This event is not device related. Device has been explanted and replaced.